Manufacturer narrative:
On 4/22/2019, mentor decided for better codification to use tingling for patient code and exclude patient code neurological impairment . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Concomitant medical products: unknown left implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with unknown breast implants which the patient stated that the right side is numb since the beginning of the surgery. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.